Event description:
It was reported that the patient began on prialt (B)(6) 2012. On (B)(6) 2012, prialt dose was titrated up to 0.09 ug/hr. The patient experienced increased swelling and was seen in the clinic on (B)(6) 2012. Prialt dose was decreased 0.06 ug/hr. The patient was admitted to the hospital on (B)(6) 2012 for chf. An echocardiogram showed ejection fraction of 56%, left ventricle hypertrophy and acute diastolic heart failure. The patient was placed on lasix and the coreg dose was increased. During hospitalization, the patient developed a pump infection and was started on IV antibiotics. The pump was removed on (B)(6) 2012 due to the infection and the patient was discharged from hospital. It was believed the events were not related to the prialt.

Manufacturer narrative:
(B)(4).